Event description:
Allegedly the patient was removed during the revision of another component.

Event description:
Allegedly the patient was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00320. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.